Event description:
During a surgical procedure of patient's upper arm, when attention was turned to fixation of the triceps, a drill bit was used to create holes in the olecranon for re-attachment of the triceps. During this time, it was noted that 1 of the drill bits broke. This was confirmed with the c-arm (x-ray image intensifier). The drill was noted to have emerged on the radial side of the olecranon and it was identified with the c-arm and removed with a hemostat.